Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10898r01, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information received from a consumer's family/friend regarding a patient receiving morphine (unknown concentration/dose) via implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported there was a change in therapy effect. It was reported that the healthcare provider (hcp) "discharged" patient after they had the pump filled in (B)(6) and it was not empty. The patient went into withdrawal. Symptoms included: throwing up, diarrhea, and cold sweats. The patient was in "so much pain, she didn't want to live anymore." It was noted that the withdrawal symptoms started on (B)(6) 2015. The patient had been in and out of the hospital all week. The facility the patient was at during the time of report, planned to discharge the patient and send them away with morphine pills. The family/friend had contacted many physicians in the area and they all wanted to do consults and review medical records before seeing the patient. It was noted that the patient was discharged from their hcp but the physician agreed to see the patient and they have an appointment on (B)(6) 2015. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Information stating that pump was "not empty" should say it is "now empty."